Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant inratio results compared to the lab for two patients. Results as follows: date: (B)(6) 2012. First patient: inratio inr > 7.5 vs lab inr = 2.58. Date: (B)(6) 2012. Second patient: inratio inr >7.5 vs lab inr = 2.20. Customer was not sure that the room temperature is always controlled under 30 degrees celsius. The customer pushed out the venous draw blood from the needle while connected to the syringe outlet.